Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12j11037, h12g27079, h12k09112, and h13a04047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient started taking protein bags also (reported as nutritional solution, non-baxter product) for an unreported indication. On an unreported date in the same month as this report, the patient experienced diarrhea. The patient experienced peritonitis manifested as pains in the stomach. On the same date, the patient was treated with ciprofloxacin (orally, once a day, dose not reported) for the peritonitis. Two days later, ciprofloxacin was stopped. On an unreported date in the same month as this report, the patient started with tazicef (dose and frequency not reported) ip, to treat the peritonitis. The nurse believed that the cause of peritonitis was the diarrhea. At the time of this report, the peritonitis was resolving, the patient was recovering from the event and dianeal therapy was ongoing. This is report 2 of 4 involved in this peritonitis event.